Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed. This is pending repair completion. Patient information was requested and no response received.

Event description:
The customer reported that the ventilator has black screen and not working. The customer reported that the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
Follow-up repair information; the field service engineer states that the customer declined service on this unit due to cost. The customer expressed that repair is too expensive and they will try to repair the unit themselves. No further information available.